Event description:
It was reported that the tablet is working well with the new serial cable.

Event description:
It was reported that the tablet was not connecting with the programming wand when trying to interrogate vns generators. A company representative went to the office to troubleshoot the vns programming system. The system was able to be communicated with; however, it was reported that the system was working intermittently. The issue was narrowed down to a serial cable issue and the site was provided a new serial cable. The intermittently working serial cable was not returned for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.